Event description:
A healthcare facility in texas reported that an rd900 neopuff infant resuscitator was not working properly. Upon assessment of the device, the manometer was found to be out of specification. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the manometer of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and tested. Results: visual inspection revealed that there was no physical damage to the returned device. The manometer passed the tests, however, it was found that the spring and the bellow was out of alignment. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Manufacturer narrative:
(B)(4). Method:the component of the subject rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator was not working properly. Upon assessment of the device, the manometer was found to be out of specification. There was no reported patient involvement.